Event description:
Customer reports receiving a blood glucose result of 43 mg/dl on their insulin pump, and then received a result of 355 mg/dl on their freestyle flash blood glucose monitor. Customer then reported feeling symptoms of hypoglycemia; hungry, memory loss, and she felt like she was intoxicated. The customer's friend administered insulin and gave the customer food.

Manufacturer narrative:
The customer's products have been requested back for investigation.